Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. It was reported that the skin over the device was thinning but the device had not eroded through. There were no additional adverse effects reported. This rv lead was explanted.